Event description:
It was reported that during installation on a patient, the cardiosave intra- aortic balloon pump (iabp) had no fiber optic detection. No blood pressure detected for fiber optic detection on ECG and no pressure detection. No patient harm or injury was reported.

Manufacturer narrative:
Telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse noticed in the logs this error: fos continuous bit failed. The fse ordered an fo module and a cable for a future intervention. Following intervention the fse replaced the fo module, the connector and the fo cable. Optical fiber test ok. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.